Manufacturer narrative:
Please note corrections to sections d1, d9/h3 the device was returned for evaluation, and h6 (health impact, method, results and conclusion codes). The reported event could be confirmed, since the device was returned and matches the alleged failure. The received nail is completely broken in the webs of the proximal lag screw hole. Misdrilling marks were found at the lateral entrance of the hole along one of the sides in both the proximal and distal halves; they progress inwards through the bore towards the medial. These marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) somewhere at the lateral edge. Another thing to note apart from the drill marks was the sign of excessive loading. The bearing points of the lag screw at the lateral edge of the proximal part showed slight deformation. The medial edge of the distal part also showed signs of deformation, heavier than the proximal one. This indicates towards application of high compressive load. The microscopic picture of the breakage indicates breakage in fatigued manner, evident from lines of rest, and smooth fracture surface on the initiation side. The breakage was initiated in a fatigued manner from the side where the drill marks could be seen and broke instantaneously from the other side due to high tension and loading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause can be attributed to multifactorial user and patient related factors. If any additional information is provided, the investigation will be reassessed.

Event description:
Gamma nail breakage was reported. No further details provided.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition is unknown.

Event description:
Gamma nail breakage was reported. No further details provided.